Event description:
Facility nurse reports that at the start of a routine hemodialysis treatment the patient reported he observed air in the blood lines and lost consciousness. A 911 called and patient sent to hospital for evaluation; x-ray, MRI and CT scan done; no definitive diagnosis made and patient released to home. After returning home, patient had a seizure and was admitted to hospital for observation; patient was also intubated for 24 hours. Patient discharged and prescribed depakote.

Manufacturer narrative:
The exact cause of the patient symptoms could not be determined. There is no evidence of a device malfunction. Log file analysis for the treatment indicates that the patient was connected to the cartridge while the cycler was in recirculation at the end of the prime and alarms test prior to initiating treatment mode. During recirculation at the end of the prime and alarms test, air alarms are not active in order to allow the operator to complete air removal before patient connection. Device labeling includes instructions for how and when to make patient connections and warns not to connect the patient to the cartridge before the prime and alarms test is completed. Nxstage medical considers this report closed. No additional information will be provided.